Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient was brought to the or for a pca tibia insert poly exchange and possible revision of patella component. Tibia insert and patella was exchanged.